Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with pre-op diagnosis of segment instability l4-l5 with spondylolisthesis and underwent the following procedures: posterior lumbar fusion with pedicle screw fixation l4-l5. Lumbar decompressive laminectomy l4-l5. Bilateral foraminotomy l4-l5. Placement of interbody cage l4-l5. Posterolateral fusion using vitoss/bone marrow aspirate/rhbmp-2/acs. Stealth computerized navigation. Intraoperative fluoroscopy with interpretation. Evasive stimulus-evoked emg monitoring. As per op-notes, ¿I opened up the disk somewhat laterally on the patient's right decompressing the l4 root and to a lesser degree l5. I removed all this freely and then sized for an 11 x 13 mm lordotic l pod cage. I scraped some of the endplate on this and removed some disk material. I placed an l pod cage packed with autologous bone as well as rhbmp-2/acs and this showed excellent placement on fluoroscopy. I then covered the dura with gelfoam. L had obtained some bone marrow aspirate, some from the pedicle holes, and mixed this with some vitoss. A portion of this was mixed with an rhbmp-2 soaked collagen sponge and rolled burrito style cut in half placed in the posterolateral aspect of the spine spanning the transverse processes. The remaining vitoss was packed down as well.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.